Event description:
Patient's wife called to report that she found patient lying on his bed deceased. Left ventricular assist device (lvad) alarms were sounding. Wife reports very distended abdomen. Ems also endorsed a distended abdomen. No autopsy. Not a coroner's case. Despite our request, wife did not return lvad equipment. Patient was in good health leading up to this event. Our office spoke with him the day before. Inr was 2.2 the day before. Routine pre op abdominal ultrasound conducted revealed: no liver mass or biliary ductal dilatation. Splenomegaly.